Event description:
This report is for leak issue in the homechocie( hc) cassette due to disconnection. The customer reported to baxter that during the night therapy while the patient was connected, the bag was removed from the heater plate of the homechoice (hc) device, hence the hc cassette detached from the bag. As a result the solution ran on the floor. There was patient involvement, but no patient injury reported.

Manufacturer narrative:
(B)(4). This report of a connection issue was confirmed. The cause was determined to be supply bag falling and then getting disconnected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.